Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high blood glucose of 437 mg/dl and was unable to treat with a bolus after changing the infusion set. Customer was advised the bolus was not delivered because she had not completed the prime sequence; the history did not show the cannula fill. The customer would be treating with a 5 unit correction. She was advised to contact the doctor or go to the hospital for assistance with backup plan.